Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system and endoanchors were implanted in a patient for the endovascular treatment of a 51.4 mm diameter abdominal aortic aneurysm. The patients proximal aortic diameter ranged from 27.3 to 27.4 mm and the aortic neck length was 17.5 mm. It was reported that after deployment of the endurant stent graft system, endoanchors were implanted for the treatment of a type ia endoleak. This resolved the endoleak. Per the physician the cause of the event was the hostile neck anatomy, specifically the high angulation. No additional clinical sequelae were reported and the patient will be monitored by their physician.